Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead triggered an alert for out-of-range (oor) high/undefined rv tip-to-rv coil pacing impedance. Additionally it was noted that the rv coil and pacing impedances were both varying. A fracture of the rv coil is suspected. Follow up was conducted no reprogramming has been completed at this time. The lead remains in use, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered an alert for high/undefined rv defibrillation coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.